Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. Functional evaluation with sample m8 mas head found all three set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. One of the three show localized damage consistent with thread jumping.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
The patient underwent a posterior spinal surgical procedure. It was reported that the set screw slipped during insertion in the bone screw. The set screw was changed out for a new set screw. No patient complications were reported.